Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in pump logs. The pump was shipped to customer on (B)(6) 2016 and the earliest pump log available is for (B)(6) 2017. Pump basal rate is set at 1.25 u/hr all day. The user made bolus requests without entering current bg level. Making bolus requests without entering current bg level could lead to a low bg event. User may need to speak with the healthcare provider hcp regarding basal bate settings. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer drank orange juice and ate chocolate to stabilize bg level. Customer also stated that setting a temporary reduced basal rate also helps stabilize bg level. A recommendation was made for the customer to consult with healthcare provider regarding factors which could impact bg level, including pump settings.